Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pneumonia due to phrenic nerve damage. Post procedure the patient developed pneumonia. The physician believes it is due to phrenic nerve damage from an atrial fibrillation procedure that was performed on (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was abnormal positioning of the phrenic nerve outside expected range, and no intervention was needed. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of the adverse event admitted on 25-mar-2025 for work up pneumonia symptoms and was discharged on (B)(6) 2025. Relevant tests/laboratory data x-ray imaging noted, and other relevant history/preexisting condition was convergent epicardial ablation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).